Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Products: 5076-45 implantable pacing lead 2013 (B)(6); d284trk implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient developed bacteremia. The implantable cardiac defibrillator (ICD) and leads were removed and will be replaced in the future. No further patient complications have been reported as a result of this event.